Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after several maneuvers trying to place the left ventricular (lv) lead in the target coronary vein, the guidewire got stuck inside the lead. The lead and guidewire were removed and the physician tried to pull the guidewire out until it broke the guidewire inside the lead lumen. The lv lead and guidewire were replaced. No patient complication shave been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was obstructed due to a guidewire fragment stuck in the lumen. There was blood on the distal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.